Manufacturer narrative:
Investigation: the complaint was investigated for system being down, which caused a delay in care on a critical patient. A siemens engineer tested the system and reviewed the saved log. The issue could not be reproduced, and the records did not show a software or image crash. The issue was attributed to an unstable connection of the cables and/or improper user standby operation. After further evaluation, this complaint was determined to be non-reportable. The available information suggests there may not have been any device malfunction; and furthermore, diagnostic ultrasound devices do not have the capability to diagnose the risk of an upcoming seizure or the ability to prevent imminent seizures. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4).

Event description:
It was reported that the ultrasound system, which was charged for two days became non-functional during an unspecified procedure. The user rebooted the system but it would not power on causing more than 30 minutes delay in caring for a critically ill patient. The patient seized and was transferred to the intensive care unit (ICU) under oxygen monitor. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.